Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the implanted screw broke after 6 months. The patient underwent a revision surgery for removal.

Manufacturer narrative:
Product image review: submitted image appears to display broken bone screw. X-ray review: post-op x-rays from l3-s1 posterior spinal instrumentation show fracture of one of the sacral screws. No interbody grafts are present and there is a paucity of graft present laterally. Failure of the bony fusion is the likely reason as most of the lumbar placement appears appropriate.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately ~1 thread down from the base of the bone screw head. Optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Fracture surface damage is noted. Microscopic examination of the undamaged portion of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major diameter of the bone screw confirms relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.